Manufacturer narrative:
MFR's eval summary: eval of the device confirmed the complaint. Investigation isolated the cause of the malfunction to a failed memory chip on the device's motherboard. The memory chip is a sram (static random access memory) integrated circuit. Analysis of data showed that the failure of this component is unusual. The device was repaired and passed acceptance testing prior to being returned to the customer.

Event description:
It was reported that upon power-up, the device displays an error message on the screen (sram failure) and then shuts down during the self-test process. Note 1: there is no info available from the initial reporter on any potential pt involvement.